Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if the issue reappears.